Manufacturer narrative:
(B)(4).

Event description:
Needle did not line up with other side. It went to the outside of the device rather than being passed. The device was unable to be used. There was no patient involvement or patient injury. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or component fell into the patient's cavity. There was no device fragment left in patient's cavity.

Manufacturer narrative:
Report for (B)(4). Post market vigilance (pmv) led an evaluation of one endo stitch 10mm suturing device. A needle was returned with the instrument. The needle was confirmed to be bent under microscopic inspection. No visual abnormalities were noted for the device. The instrument was loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.